Event description:
Low grade fever, shaking chill, rash, thrombocytopenia, leukopenic, elevated fibrinogen, elevated d-dimer. Dates of use: one day in 2007 stent still in place. Diagnosis or reason for use: angina.